Manufacturer narrative:
During the investigation a leak test was performed. Inspection of the fluid path during this test found a tear in the exposed portion of the soft cannula. It could not be determined when this damage occurred or what caused this damage. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed.

Event description:
It was reported the patients blood glucose level rose to 329 mg/dl while wearing the pod longer than 48 hours. It was reported that the pod was leaking insulin.